Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited a high out of range shock impedance. The shock impedance was measured at 127 ohms before gradually returning to about 100 ohms. The pace impedance was also reported to gradually increase. Technical services (ts) recommended to test the lead again once the ICD gets replaced. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.